Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test at 0.08830 inches. No unexpected excessive no delivery alarms noted. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was 308 mg/dl and was treated with manual injection. Infusion set was changed out multiple times and trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.